Event description:
A healthcare facility in lubbock, texas reported that the heater head of iw934jeu cosycot infant warmer was damaged. No pt consequence was reported.

Manufacturer narrative:
Method: an investigation cannot be conducted at this time as the complaint device has not been returned yet. Results: no results to date. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: no conclusion can be provided at this time. There are several possible causes of this failure but cannot confirm any without investigating the complaint device. A follow up report will be provided once we received the complaint device.